Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the lcd color cable that was not properly seated at a connector on the lcd backlight driver module board. The cable was reseated to correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.